Event description:
A report was received that stated a clinician was exposed to blood when the device broke following blood sampling. At this time no permanent adverse effects to clinician have been reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.